Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a burning sensation at the ipg site with stimulation on after suffering a fall in (B)(6) 2016. The patient underwent surgical intervention where the ipg was replaced with a new one. The issue is now resolved.